Event description:
It was reported in (B)(6) 2013 the patient¿s wires got twisted ¿like a piglet¿s tail¿ and she had to have surgery in (B)(6) 2013 to do all the re-wiring. The patient¿s healthcare provider told her he ¿doubled up on the wiring¿ to prevent this from happening again. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Concomitant: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).